Manufacturer narrative:
We have now concluded our investigation for the complaint received. As no samples were available to be returned, a thorough product evaluation could not be performed. As no part number was provided, a review of the batch manufacturing records could not be carried out to attempt to gain insight into a possible root cause produced during manufacture. Due to the nature of the reported failure mode, our clinical team were asked to perform a medical investigation. The clinical team concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time.¿ again, due to the nature of the reported failure mode, smith & nephew procedure requires a risk management review to be carried out. Based on the information provided, there are no further actions on this as the root cause could not be linked to the device. The instructions for use for allevyn gentle border states that this product is intended for use ¿on shallow, granulating wounds, chronic and acute exudative wounds, full and partial thickness wounds¿. The IFU also states ¿dressings should be changed depending on the condition of the wound and surrounding skin, or until exudate is visible as strike through and approaches to within 0.5cm/ 3/16in. Of the edge of the dressing pad, whichever is sooner.¿ absorbency issues may be caused if the dressing is not changed as frequently as needed, depending on the characteristics of the wound. On this occasion we have been unable to confirm a relationship between the reported event and the device and so a definitive root cause has not been identified. No further actions by smith & nephew are deemed necessary at this time. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that there was an issue with the absorption capacity of the product; a patient had the allevyn gentle border applied - exudate pooling under the dressing. No major maceration on this wound but concerns regarding potential for wound break down.